Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted within the trachea on (B)(6) 2012 during a stent placement procedure. According to the complainant, the patient was being treated for tracheal "narrowing." The patient's anatomy was not dilated prior to the stent placement. During the procedure, after the stent was released within the patient's trachea, the physician attempted to pull the stent proximally 1 cm using forceps; however, the forceps inadvertently broke the suture. Subsequently, the physician attempted to grasp the other side of the stent with the forceps but again, the suture broke. The physician did not make another attempt to reposition the stent and completed the procedure with this device. Reportedly, the physician is not concerned with leaving the stent in place with the broken retention suture.

Manufacturer narrative:
Patient is over 18 years old. (B)(4) for the reported issue of stent positioning/placement problem. (B)(4) for the reported issue of suture broken. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.